Event description:
It was reported that a patient underwent a laparoscopic bilateral salpingo-oophorectomy, total pelvic floor repair procedure, and an obturator sling procedure in 2008. After the procedure, the patient was started on estrogen replacement therapy. In 2009, the patient presented with dyspareunia and a one centimeter mesh exposure at the vaginal vault. There was diffuse pelvic pain, greater anteriorly than posteriorly. The examination found there was more retraction and generalized tenderness than usual. The patient had immediate relief when tension was released with the mesh revision and excision of a small piece of mesh one week later, but after ten days the pain returned. Currently, the patient is being treated with zanaflex and elavil. If that is not successful, the surgeon plans to pursue further surgery to divide the mesh from the arms and observe for pain resolution and if not forthcoming, remove as much mesh as possible. The surgeon opines that the potential contributing factor to the event is that the patient just seemed to react to mesh with much more retraction than the surgeon has ever seen before.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.